Event description:
The customer observed falsely depressed alinity c total bilirubin results generated on the alinty c processing module for two samples. Also, instrument error messages were observed on the alinity c module for linearity errors for total bilirubin. The following data was provided: (B)(6) 2024 sid (B)(6) tbili <0.1 mg/dl, re-measured 0.3 mg/dl. Sid (B)(6) tbili <0.1 mg/dl, re-measured 0.5 mg/dl. Normal ranges tbili <1.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Updated information: d.4 lot# updated from 'unknown' to 66178uq04. D.4 primary UDI number updated. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity c total bilirubin reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 66178uq04 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin reagent lot 66178uq04 was identified.

Event description:
The customer observed falsely depressed alinity c total bilirubin results generated on the alinty c processing module for two samples. Also, instrument error messages were observed on the alinity c module for linearity errors for total bilirubin. The following data was provided: (B)(6) 2024, sid (B)(6), tbili <0.1 mg/dl, re-measured 0.3 mg/dl. Sid (B)(6), tbili <0.1 mg/dl, re-measured 0.5 mg/dl. Normal ranges: tbili <1.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.